Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was delayed in response to touches. Troubleshooting was performed and the pump performed as intended. Customer's blood glucose level was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.